Manufacturer narrative:
Follow-up #1: date of submission 03/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2016 with the following findings: a review of the pump¿s black box revealed no power interruptions. There was no data in the black box from the time of the reported power issue due to continued use. The battery compartment was found to be cracked. The threads on the battery cap were found to be stripped and the battery cap was unable to maintain an electrical connection. The power loss and reboots were duplicated. When a test cap was used, the pump powered on normally with no alarms. The pump was exercised for 24 hours with no power issues occurring. The battery cap contacts were found to be within specification. The pump was opened and there was no damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.